Event description:
It was reported to target that during a coil embolization, the gdc coil prematurely detached. Follow up information received on 12/28/98 revealed that the gdc coil was inside a catheter which was inside the body of the patient. Therefore, this complaint will be made a MDR. No harm came to the patient from this occurrence.